Manufacturer narrative:
Annex g code, h7 and h9 in the initial MDR are not applicable for the parent file. The reported issue that the lvp module had dimmed led segment, could not be confirmed; no product or device logs were returned for investigation. The proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 30jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the lvp module dimmed led segment issue could not be confirmed; no product was returned for investigation. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the customer answered "yes" to the survey question"are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question"are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.